Event description:
The report received from the field states that the l shape radio piece marker was separated from the device.

Manufacturer narrative:
It was reported that during intended treatment of a superficial femoral artery chronic total occlusion via a contralateral femoral approach, after the outback was advanced up and over the bifurcation, it was noted that the l shaped radiopaque marker piece at the tip of two catheters was missing. This occurred using two different outback catheters in one procedure. No part of the catheters separated in the patient. The vessel was described as calcified and tortuous. It was reported that it is believed that the catheters were in that position after pushing too hard. There was no damage to the packaging and the device looked normal when taken from the package. The product was properly inspected and prepped and no anomalies were noted. All specified ports were properly flushed and cannula action was verified with smooth actuation. The guidewire was not kinked or bent. The procedure was stopped and the cto was not treated. There was no reported injury to the patient. The devices were discarded and therefore are not available for analysis and films have not been obtained for review. A review of the manufacturing documentation associated with the final assembly and nosecone subassembly records revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the available information and without procedural images of the device or return of the devices for analysis, no conclusion can be made. Therefore, no corrective actions will be taken at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2010-00514 and 9616099-2010-00515.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2010-00514 and 9616099-2010-00515.

Manufacturer narrative:
The age and gender of the patient is unknown. The target lesion location was the superficial femoral artery (side unknown). The lesion was a chronic total occlusion (cto). The vessel was described as calcified and tortuous. Access to the patient was made in the contralateral femoral artery. The product was properly inspected and prepped and no anomalies were noted. All specified ports were properly flushed and cannula action was verified. When the devices were advanced up and over the bifurcation it was noticed that the tip of the catheter which is where the l-shaped marker is located was missing. It is unknown how the tips were retrieved or if they were missing prior to insertion. It was noted that no films are available for review. The procedure was stopped and the cto was not treated. There was no reported injury to the patient. It was originally reported that the products would be returned. As per the sales rep, the product will not returned for evaluation and testing. Additional information will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR report # 9616099-2010-00514 and 9616099-2010-00515.